Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to close all the clamps and transfer set, cycled the power off and on twice to press go to start. The tsr explained the alarm and the cg stated the hp disconnected in dwell and reconnected. They received the 2240 with air in the lines. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis nurse (pdn) the following morning. The cg would reset up to finish that nights therapy with new supplies. Product surveillance (ps) followed up with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. The pdn stated she was not aware of the alarm and the home patient (hp) was doing okay with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.